Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the medicine in pump had run out; however, the pump continued to say that there were 60 cc left to be administered. The status of the product was during the delivery of medication. There was no patient involvement or harm reported.

Manufacturer narrative:
H3: one pump was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the reported issue was not determined as no issue was identified through testing.